Manufacturer narrative:
Physio-control replaced the system pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. UDI = (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a preventative maintenance inspection of their device that it would not detect that a quik-combo therapy cable was connected to the quik-combo test plug. The customer tried multiple therapy cables and test plugs and was still unsuccessful. The customer verified that the therapy cables and test plugs worked ok with other devices. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio verified the reported issue and also observed that the when connected to a defibrillator analyzer, their device would constantly give a "connect electrodes" message indicating that the test load was not being detected. As a result the device was unable to charge and shock.